Event description:
It was reported the clinician decided to transfuse the patient with 500ml of blood during the aaa procedure. No allegation of product deficiency was made regarding the excluder device.